Event description:
The customer reported that during a total abdominal hysterectomy, the knife blade came off the guiding track and was reported as being exposed. There was a patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.